Event description:
It was reported that there were underinfusion of solution during use of an unspecified quantity of paclitaxel sets; further described as "overfill left in IV bags". This was observed during patient infusion on a pump that was scheduled for over 4 hours. Approximately 40ml of overfill volume remained in the intravenous bags that were spiked to non-baxter devices. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10 date: the issues occurred between april 2024 to july 2024. D4: unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.